Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A revision surgery was performed during which it was identified that the cuff was not closing completely due to a fluid leak. The source of the fluid leak was a rupture in the balloon; therefore, the component was removed and replaced with no further patient complications.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.